Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product manufactured before 9/23/2014.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. Upon review, the atrial lead exhibited noise causing inappropriate mode switching (ams) episodes. Programming changes were discussed but not made. The patient was stable and will continue to be monitored with regular in-clinic follow-ups and via remote merlin.net transmissions.